Event description:
Additional information received reported that the patient was only feeling stimulation at the lead / extension connection site. The doctor had tried everything possible without effect, so the stimulator was turned off. A revision was not yet planned, but would be.

Event description:
Additional information received reported that the patient had switched off her device due to the unpleasant feelings nearby the "inline connection." The physician suspected a problem with the extension. No appointment had been made for the revisision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was seen after implantation of a custom made lead. The patient was not receiving good stimulation. The doctor had doubts about the lead and didn't know if he had to explant. There was no injury, and no actions had been taken as a result of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 09053, lot unknown, implanted: (B)(6) 2011, explanted: na. This is a custom product designed for trigeminal nerve stimulation.